Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to faulty force sensor system. The pump passed displacement test, self-test and unexpected error test. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was received with moisture damage on electronics assembly, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of moisture damage and damage from the insulin pump. The customer's blood glucose reading was 8 mmol/l. The customer stated that water can be seen in the pump. The customer also mentioned a crack in the battery compartment. The insulin pump will be returned for analysis.